Event description:
When doing an endovenous ablation, the catheter would not function properly. This occurred twice on this date with the same surgeon. During the first case another catheter was opened and the procedure continued although surgery was prolonged. On the second case the surgeon switched to the more traditional surgical approach for the vein stripping. No harm to patients in either case. Device available in my office if company would like to send packaging for return. Another catheter was used to do the procedure.